Event description:
The patient reported that she noticed a couple times when she was walking through security screen devices her stimulation increased and felt a shocking sensation. The patient stated it recently happened about two weeks ago and once previously couple months ago. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v567717, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).